Event description:
Rt on call was notified that vent was not working during middle of night so rt on call told parents to place pt on backup vent. The pt was on the backup ltv950 and staple tested the primary vent which had been removed and found it to function normally. Unsure at this time if there were any circuit disconnects or any other tissues. Family member states "the pulse oximeter alarmed at -11:30 pm and they found the o2 sat to be 50% and it appeared higher at a glance. They removed the vent circuit from trach and noticed that no air was moving from circuit. Pts lips were blue, so their family member changed the vent to the backup while they ambued. There were no alarms going off on vent - only pulse oximeter." Per family meber, no other alarms messages displayed. Was on ac power at time of event, on ac at least 7 days prior to event. No allegations of vent causing harm.